Event description:
It was reported to manufacturer by the vns pt that there has been an increase in seizure frequency over the past year. The pt has not had her device checked "in a couple of years" and is not currently seeing physician to monitor the vns device. An estimated battery life calculation was performed with available in-house programming history, and the result indicated that end of service is not likely a contributing factor.